Manufacturer narrative:
The cause of the imt module failing to calibrate on a dimension xpand plus with hm instrument is unknown. Siemens is investigating this issue.

Event description:
One-hundred and eighteen patient samples were delayed from testing on a dimension xpand plus with hm instrument because the integrated multisensor technology (imt) module would not calibrate. The customer stated that one patient expired during the time frame of the delay. It is unknown if the patient expired as a result of the delayed testing.

Manufacturer narrative:
The initial MDR 1226181-2013-00230 was filed on may 21, 2013. Additional information (09/04/2013): the customer confirmed no adverse health consequences were attributed to the delay in obtaining results. Additional information (09/04/2013): a siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the incorrect integrated multisensor technology (imt) pump tubing was installed on the instrument. The fse also discovered that the standard b and dilchk solutions had expired. The fse replaced the imt pump tubing and rotary tubing and explained the importance of using consumables that are not expired. Imt calibration failures were not observed after the service visit. The cause of the imt calibration failures is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.